Event description:
It was reported that t-wave oversensing (twos) was observed two hours post implant on interrogation with wider r-waves during stored episodes. A chest xray is noted to be unremarkable. The day post implant no further twos was observed. The lead remains in use. Nopatient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).